Event description:
Customer reported issues with the insulin pump. Customer states that she dropped her insulin pump and there is a crack on it. The blood glucose reading is 139 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Pump was received with cracked display window corner, cracked lcd window, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.